Event description:
Hill-rom received a report from a hill-rom technician stating the bed exit alarm would alarm, but would not send a call to the nurses' station. The bed was located on east of the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the side communication board needed to be replaced. Per the hill-rom service manual the advanta 2 should be subject to an effective maintenance program. This will help make sure of a long, operative life for the advanta 2 bed. The preventative maintenance will help to reduce downtime due to excessive wear failures. An annual service of the bed is advised in order to maintain its characteristics and performance. Sidecom communication system: inspect and test the communication junction box. Make sure the sidecom communication system features operate correctly. Inspect the communication cable, including the male and female pins in the plug. Replace as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014 and 2015. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the side communication board to resolve the issue. Based on this info, no further action is required.